Event description:
A customer reported that the (B)(6), vcare 200a ¿ medium device was being used during a lap hysterectomy on (B)(6) 2024, and ¿when vcare being removed from vaginal canal, blue cup green cup and balloon fell off entirely¿. Follow-up assessment found that device components fell into the vagina and were removed by hand. Physician stated: "basically once amputation occurred traction placed on v-care because speciment high up in pelvis, the blue and green cups broke off the top and remained in vagina. Then after they were released and taken out, the blue balloon tip was found to be missing although it was never deflated. It was later found on the floor but it had completely separated from v'care". Cup detachment occurred at the end of the procedure; the uterus was being removed vaginally with the vcare device; air was not fully aspirated from the intrauterine balloon prior to removal; the screw locking mechanism was not released prior to removal of the vcare; the vaginal (blue) cup was not retracted prior to removal. The procedure was completed without the use of an alternate device and with a delay of ¿probably 20 minutes looking for balloon device¿. There was no injury, medical/surgical intervention or extended hospitalization required for patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one (B)(6) in original opened package. Lot number was verified. Performed a visual inspection, reported event ¿blue cup green cup and balloon fell off entirely¿ was confirmed visually. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised: re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. A. Swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage b. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A customer reported that the 60-6085-201a, vcare 200a. Medium device was being used during a lap hysterectomy on (B)(6) 2024, and ¿when vcare being removed from vaginal canal, blue cup green cup and balloon fell off entirely¿. Follow-up assessment found that device components fell into the vagina and were removed by hand. Physician stated: "basically once amputation occurred traction placed on v-care because speciment high up in pelvis, the blue and green cups broke off the top and remained in vagina. Then after they were released and taken out, the blue balloon tip was found to be missing although it was never deflated. It was later found on the floor but it had completely separated from v'care". Cup detachment occurred at the end of the procedure; the uterus was being removed vaginally with the vcare device; air was not fully aspirated from the intrauterine balloon prior to removal; the screw locking mechanism was not released prior to removal of the vcare; the vaginal (blue) cup was not retracted prior to removal. The procedure was completed without the use of an alternate device and with a delay of ¿probably 20 minutes looking for balloon device¿. There was no injury, medical surgical intervention or extended hospitalization required for patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.